Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fuse 20a 250v shipped to site 06/30/2016. No parts have been received by manufacturer for analysis. On 07/01/2016 a medtronic representative performed an imaging system check-out, all areas passed. Medtronic representative replaced mobile view station (mvs) fuses. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, after completion of a procedure, their radiographic technologist (rt) plugged the mobile view station (mvs) into electronic picture archiving and communication systems (pacs) to send the images. After unplugging and moving the mvs to the storage location, the line power light remained off after plugging into a known working outlet. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation of the returned fuses found that the reported event was related to an electrical issue. Two fuses tested for continuity found that both fuses were open. The reported event was confirmed.